Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('bad belly pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), food poisoning ("food poisoning"), diarrhoea ("diarrhea") and arthralgia ("joint pain") and was found to have weight decreased ("weight lost"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain, food poisoning, diarrhoea and weight decreased outcome was unknown and the arthralgia had resolved. The reporter considered abdominal pain, arthralgia, diarrhoea, food poisoning and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain, arthralgia, diarrhea, food poisoning, weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('bad belly pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), food poisoning ("food poisoning"), diarrhoea ("diarrhea") and arthralgia ("joint pain") and was found to have weight decreased ("weight lost"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain, food poisoning, diarrhoea and weight decreased outcome was unknown and the arthralgia had resolved. The reporter considered abdominal pain, arthralgia, diarrhoea, food poisoning and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain, arthralgia, diarrhea, food poisoning, weight decreased quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.